Event description:
It was reported to the manufacturer that high lead impedance resulted from both system and normal mode diagnostic test results at a follow up visit. X-rays were taken and sent to the manufacturer for review. Review of the x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator's connector block. The pt subsequently had surgery where the lead connector pin was re-inserted inside the generator connector block, and the high lead impedance resolved. Further follow up with the site revealed that all diagnostic tests were ok at the initial implant surgery that took place in (B) (6) 2009.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.